Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient changed the programs since her ultrasound and "now it is doing good." No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a diagnostic ultrasound of their kidney and bladder on monday and after the ultrasound their symptoms returned, and their tailbone started hurting. The patient stated that they could still feel stimulation and didn¿t know if the ultrasound interfered with their device. Diagnostic ultrasound guidelines were reviewed, and the caller noted the healthcare provider didn¿t make them turn the device off and they weren¿t sure if the ultrasound was over their device at any point. The caller had their equipment with them on the call but needed to charge their communicator as it was depleted. The caller was going to charge the communicator and call back for assistance changing programs. On (B)(6) 2019 the patient called back and stated they charged up the communicator last night but didn¿t realize how long it would take. The patient stated the stimulator was working but not as well as it should, so they wanted to adjust the settings. The patient was at 1.5v on program 3, and they increased the stimulation to where they felt it comfortably at 1.8v. The patient was advised to track their symptoms to see if they improve. The patient inquired if they should call their healthcare provider to tell them about the setting change and it was reviewed that it was up to them. The patient was also reported to their healthcare provider if the issue didn¿t resolve to check the ins. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reiterated that they¿d had an ultrasound test two years ago and they didn¿t know that they were supposed to turn stimulation off. The patient reported that after the ultrasound they¿d had some problems, blood in the urine and thought that this was because the stimulation hadn¿t been turned off before the test. The patient stated they went for a second opinion and they didn¿t find blood in the urine. The patient said at the time they had been on 3 different medications (not alleged to be related to the device/therapy,) and that the side effect of one of them had been blood in the urine. The patient said that they no longer took that medication.